Event description:
It was reported that the lead was capped due to low high voltage lead impedance during normal device change out procedure due to end of life. The lead appeared to be frayed. The patient also reported receiving inappropriate shocks prior to the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.